Event description:
It was reported that during the surgical procedure the customer experienced difficulty removing the harmonic curved shears instrument from the sterile adapter. As a result, they had to disengage the sterile adapter to remove the instrument. Upon disengagement, the harmonic shears insert broke and the non-ceramic piece of the insert fell onto a drape, outside of the patient cavity. No patient harm, adverse outcome or injury was reported.